Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed, but the specific message displayed on the screen had not been remembered by the nurse. The continuous infusion rate had been 2.2 ml per hour, with a starting reservoir volume of 102 ml and a remaining reservoir volume of 0 ml. The air detector and the upstream sensor had been turned off. The length of infusion had been 39 hours and 37 minutes, although it had been intended to run for 46 hours. The lock level had been ll2. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
D3 - postal code, d4 - primary UDI number, h6: updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.